Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported unknown side rupture. Device status is unknown.

Event description:
Healthcare professional reported rupture. Healthcare professional later confirmed right side rupture diagnosed ultrasound and MRI, device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jun/2024.

Event description:
Healthcare professional reported rupture. Healthcare professional later confirmed right side rupture diagnosed ultrasound and MRI. Device has been explanted.